Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a pinhole at the distal marker band. There was no marker band damage detected.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed, 1.5mm x 20mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at 1115 kilopascal, the balloon ruptured. There were no fragments left inside the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed, 1.5 mm x 20 mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00 mm x 15 mm maverick balloon catheter was advanced for dilation. However, during inflation at 1115 kilopascal, the balloon ruptured. There were no fragments left inside the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.